Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked patient encounter system (pes) and found that the username and name were not listed under the user account. The customer was contacted to confirm whether the issue was resolved. However, there was no response was received from the customer after follow-ups, so the tss closed the ticket.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to log in despite attempted to use the biometric identifier. However, there were no delays or adverse events or injuries reported based on this event.